Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the insulin pump has stopped working. Customer has received prime alarm during rewind. Customer's blood glucose reading is 140 mg/dl. Customer states the drive support disk is protruding. Advised customer to discontinue use of the insulin pump. Advised customer that a replacement will be necessary. Nothing further reported.

Manufacturer narrative:
No blank display noted. The insulin pump was unable to prime during prime test due to protruded/loose drive support disk. No prime alarm noted. Unable to test the operating currents due to prime/fill anomaly. The insulin pump passed displacement test. The insulin pump had a cracked case at display window corner, broken belt clip slot and a missing end cap sticker. No damage noted on isolation tape on lcd.